Event description:
A consumer reported experiencing a right eye corneal abrasion associated with wear of freshlook colorblends contact lenses. Eye care practitioner's report states, patient was seen at local emergency room in 2007, then sought care from ecp three days later. Moderate pain, watery discharge noted. Central corneal ulcer diagnosed. Treatment consisted of erychromycin & zymar with patching. Visual acuity noted as 20/400. Pre & post event acuity not provided. The following four days, event resolved. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a central corneal ulcer." As there was no product returned or lot number provided , no detailed investigation can be performed.